Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of dislodgement and positioning failure were not confirmed. The reported event of stretched helix was confirmed. Visual inspection noted body tissue as well helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, the lp was having difficulty fully attaching to the myocardial tissue. When moving into tether mode, the lp dislodged from the target location. The lp was redocked and moved to a second location where the same phenomenon occurred. The lp was removed from the body and cleaned. Upon readvancing the lp, during mapping, the helix became stretched. The lp was exchanged, but the new atrial implant attempt was unsuccessful and abandoned due to patient anatomy issues. The patient was stable.